Manufacturer narrative:
It was noted that the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the lead was repositioned due to decreased r wave sensing. Then increased threshold measurements were observed. The lead was repositioned 3 to 4 more times with the same result. Impedance measurement issues and damage to the electrode end were also noted. The lead was subsequently replaced without further incident. No adverse patient effects were reported.